Event description:
It was reported the implant collar fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. First/given name: unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,13 (tsv4b13) was returned for investigation. Visual evaluation of the as returned implant identified bone debris on external threads. Implant fractured at the collar. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were low bone density ¿ type iii. The reported device had been placed on tooth #24 (fdi) for approximately 6 years. Implant was loaded (traditional) before failure. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsv4b13) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (Complaint category keyword(s): fracture implant). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.